Event description:
It was reported that the patient was shocked due to post ventricular pacing t-wave oversensing. Reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation from concomitant product: 5076 lead, implanted: (B)(6) 2006. (B)(4).